Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the fenestrated bipolar forceps (fbf) instrument. The fbf was found to have damage to the conductor wire¿s insulation at the yaw pulley. There was no material missing but the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn. The fbf instrument passed the electrical continuity test. No signs of thermal damage were observed. The instrument also passed recognition and engagement tests. The fbf instrument released energy in both attempts.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, fenestrated bipolar forceps (fbf) conductor wire was damaged. The customer used a backup fbf instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the wire was frayed. There was no loss of cautery associated with the damaged wire. There was no sign of thermal damage.